Manufacturer narrative:
Ventilator is still undergoing failure investigation and more testing needs to be done to determine root cause. A supplemental report will be issued once additional information is obtained.

Event description:
It was reported by the hospital that the ventilator kept alarming auxiliary pressure fault / out of range. Rt staff tried to troubleshoot the problem but staff could not resolve the alarm. They decided to switch the patient to another ventilator. There was no harm to the patient. Nkom representative was onsite the next morning, the rt staff reported that the ventilator also had an fio2 alarm. Nkom representative did a device check, it passed. Set fio2 at 21, 50 and 100 and the ventilator behaved as expected. The auxiliary pressure transducer was tested, it was normal and reading correctly. He could not duplicate either of the alarms.